Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, while the dexcom was displaying a sensor error, the patient had a seizure. A blood glucose (bg) meter reading was taken and was 40 mg/dl. The patient¿s mother took her to the emergency room (ER). When they arrived at the hospital the bg value was 64mg/dl. She was given IV fluids and glucose in the ER and was released about 5 hours later when she showed signs of getting back to her baseline. Her finger stick bg then was 76 mg/dl. At the time of the report, the patient had recovered. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.